Event description:
It was reported that a malfunction alarm occurred. . Customer¿s blood glucose level (bg) was 512 mg/dl. Customer administered a manual correction injection to address the elevated bg. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.